Event description:
The account reported the bed will go into chair position on its own. The bed was located in med surge at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account stated that the bed will level out, then if the bed flat button is released the bed goes back to chair position on its own. Hill-rom technical support trouble shot the issue with the account and asked the account to isolate the side rails and if that did not solve the issue then isolate the patient hand pendant. The account found the cause was the patient hand pendant. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The account replaced the patient hand pendant to resolve the issue. Based on this information, no further action is required.